Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, trauma / accident, immediate implantation. Patient fell, landed on fist on implant. Surgery went well, implant traumatized two weeks later.